Manufacturer narrative:
The customer reported that the phaco handpiece was heating abnormally. The company service representative received the phaco handpiece, tested it, and found that the phaco handpiece was overheating. The phaco handpiece was then destroyed at the local vigilance site. It was not noted whether or not the external shell temperature of the handpiece met specifications. Therefore, the customer reported event was not able to be confirmed. The phaco handpiece was manufactured on january 12, 2012. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the handpiece overheats abnormally. The event details and patient impact are unknown. Additional information has been requested but not received.